Manufacturer narrative:
Device code relates to component code for the reported event of peg tube detached/separated. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2017.   According to the complainant, during the procedure, when the peg tube was pulled out of the stoma site, it detached at the transition zone between the hard and soft plastic. The physician was able to grab the tube and pulled it through. The procedure was completed with this device.   There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.